Manufacturer narrative:
Pr number: (B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a pacer failure with associated pacer error codes. There was no impact to the involved patient.